Event description:
It was reported that the patient experienced pericardial effusion during the procedure while using a viking decapolar catheter. When the doctor attempted to cannulate the coronary sinus, the myocardium was perforated. The doctor recalls that they may have perforated the coronary sinus vein with either the viking decapolar catheter or the acuity eh catheter. A pericardiocentesis was performed and the patient is expected to fully recover. The procedure was completed successfully. The device was disposed by facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.